Event description:
It was reported that the tined lead was bent, one third of the lead was curved instead of being straight. The bend was reported prior to the lead being placed into the lead introducer. The lead was not implanted and another lead was used. Patient status at the time of report was alive and no injury. No patient symptoms were reported. The manufacturer representative collected the lead and spoke with the implanting surgeon. The surgeon reported the lead bent due to resistance while trying to position the electrodes via the introducer at the exit point. Although the introducer was positioned appropriately, the fascia had not been penetrated sufficiently to pass the lead deeper in the sacral space. The manufacturer representative suggested possible corrective actions to use if this were to happen again (remove lead, replace introducer stylet and advance introducer slightly further; if lead bent at this point replace standard stylet for curved and reintroduce lead). The surgeon felt the issue might have been resolved with these suggestions but was also concerned the electrodes still could be damaged. The surgeon feels this was not necessarily due to the product fault. A supplemental report will be sent when analysis of the device is complete.

Manufacturer narrative:
Concomitant: product ID 3093-28, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of lead model 3093-28 lot #unknown showed that the distal end was bent due to overstress damage. The continuity was acceptable and no shorts were seen between circuits. Analysis of stylet accessory showed no significant anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.